Event description:
Event description boston scientific received information that this right ventricular lead exhibited a rise in impedance to 1390ohms. The patient sustained a fall approximately one year ago. Thresholds have been increasing to 1.7v at .6ms since implant. The patient is not pacemaker dependent. A lead fracture was confirmed on an x-ray.